Manufacturer narrative:
Additional information: section d - expiration date. Section g - date received by manufacturer; type of report. Section h - device manufacture date; evaluation codes. The evoke scs system remains implanted. During the explant procedure for a suspected infection, no signs of infection were observed by the physician. The cls implant site was closed, and no further intervention was required. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include infection that may require hospitalization with intravenous antibiotic therapy and the patient may require surgery (including revision, explant, and replacement) as a result". The manufacturing records were reviewed and the products met all requirements for release.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was scheduled for an explant due to a suspected infection. During the explant procedure, the evoke closed loop stimulator (cls) implant site was opened; however, no signs of infection were observed by the physician. The evoke scs system was not explanted and no further intervention was required.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.